Event description:
A nurse reported before intraocular lens (iol) implant procedure, the lens was opened, which subsequently broke before being placed on the patient. Lens cannot be used and was replaced by another of the same model and diopter. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).